Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to inspect and clean the pump's pneumatic tap area and attempt to reload the original cartridge, but it was unsuccessful. Technical support guided the customer to discard the old cartridge and assisted in filling and loading a new cartridge, which was successfully attached to the pump, allowing the customer to resume insulin delivery.